Event description:
Occurrence of cauda equnia syndrome in a pt who presented with increase in pain in the right lower thoracic area, changes in character, sensory complaints of the "perineal and saddle area," several intermittent episodes of bladder incontinence, weakness in the right lower leg, and numbness in the right foot. The pt was receiving 50 mg/ml of mso4 at 16 mg/day. An MRI was done which showed a granuloma at the tip of the catheter - t9. This was confirmed on a myelogram. The pt was admitted for new pain. A catheter x-ray showed the catheter tip level at approx t-10. The catheter was explanted and replaced. It "slipped out easily with no tension." The "catheter tip site has not been explored." The mass was "left alone." The pt is still experiencing "some residual vaginal/perineal/saddle dysthesia," but no incontinence and the right lower extremity symptom resolved."